Manufacturer narrative:
The defective parts were evaluated. Our investigation has identified steps in the manufacturing process which combined with non-approved cleaners can lead to the paint chipping. The damage to the painted surfaces usually does not develop suddenly, but develops over time. The instructions for use state that the devices must be checked for proper condition prior to each use. Damaged devices must not be used. If damage to the surface coating is recognized and removed, there is no danger to the patient. The surface coating process will be updated to include additional testing and verification.

Event description:
Paint chipping on top of the light head and near joint of cardanic arm. No injury reported.